Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel of the left upper arm. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, on initial inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.